Manufacturer narrative:
Implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: right access with a 6fr sheath. Up and over left leg angio. They tried to use an angio-seal, however, the anchor never set, and the entire device pulled back and did not close. Manual pressure was held. The patient was stable. Additional information was received on (B)(6)2025: a pre-deployment angiogram was performed. The procedure was completed successfully.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).